Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-feb-2019. The most recent information was received on 12-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight loss poor ("cannot loose weight"), headache ("headaches"), sinus headache ("sinus and consistent bad headaches"), thyroid disorder ("thyroid been out of control"), feeling abnormal ("brain fog"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joint pain") and urticaria ("hives") and was found to have weight increased ("weight gain"), blood iron decreased ("low in iron") and vitamin d decreased ("low in vitamin d"), 1 month 3 days after insertion of essure. The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, weight loss poor, headache, blood iron decreased, vitamin d decreased, sinus headache, thyroid disorder, feeling abnormal, fatigue, alopecia, arthralgia and urticaria was resolving. The reporter considered alopecia, arthralgia, blood iron decreased, fatigue, feeling abnormal, genital haemorrhage, headache, pelvic pain, sinus headache, thyroid disorder, urticaria, vitamin d decreased, weight increased and weight loss poor to be related to essure. The reporter commented: she reported that was getting better, and that had contacted a doctor, nurse ou pharmacist because of the reactions. Furthermore she commented that was not admitted to hospital. Most recent follow-up information incorporated above includes: on 12-mar-2019: patient's information was updated, essure insertion and removal dates were provided (case upgraded to incident), onset date of adverse events were amended to (B)(6) 2017 and outcomes were updated to resolving. Furthermore the event "hives" was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') in a 44-year-old female patient who had essure (batch no. He011f2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain in 1995, vaginal delivery and endometriosis. Previously administered products included for an unreported indication: mirena coil in 2003. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding/ heavy, abnormal bleeding"), weight loss poor ("cannot loose weight"), headache ("headaches"), sinus headache ("sinus and consistent bad headaches"), thyroid disorder ("thyroid been out of control"), feeling abnormal ("brain fog"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joint pain") and urticaria ("hives") and was found to have weight increased ("weight gain"), blood iron decreased ("low in iron") and vitamin d decreased ("low in vitamin d"), 1 month 3 days after insertion of essure. On an unknown date, the patient experienced mental disorder ("psychological/psychiatric problems "). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, weight increased and mental disorder had resolved and the weight loss poor, headache, blood iron decreased, vitamin d decreased, sinus headache, thyroid disorder, feeling abnormal, fatigue, alopecia, arthralgia and urticaria was resolving. The reporter considered alopecia, arthralgia, blood iron decreased, fatigue, feeling abnormal, genital haemorrhage, headache, mental disorder, pelvic pain, sinus headache, thyroid disorder, urticaria, vitamin d decreased, weight increased and weight loss poor to be related to essure. The reporter commented: she reported that was getting better, and that had contacted a doctor, nurse ou pharmacist because of the reactions. Furthermore she commented that was not admitted to hospital. (B)(6) 2018: specimen - right and left fallopian tubes. Macroscopy: two fimbriated fallopian tubes. The first fallopian tube measures 60 mm long x 6 mm in diameter. The second fallopian tube measures 58 mm long x 5 mm in diameter. Each tube contains a wire along its length. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2017: showed a normal looking cavity, both ostia were visualized and micro inserts were inserted at the end of the procedure. 5 were seen the left and 4 coils were visible on the right. Pregnancy test - on (B)(6) 2017: negative. Batch no he011f2, production date 2015-11-09, expiration date 2018-11-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: following information were added/updated in the case: new hcp reporter; lab data; medical history; essure indication. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (batch no. He011f2) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding"), weight loss poor ("cannot loose weight"), headache ("headaches"), sinus headache ("sinus and consistent bad headaches"), thyroid disorder ("thyroid been out of control"), feeling abnormal ("brain fog"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joint pain") and urticaria ("hives") and was found to have weight increased ("weight gain"), blood iron decreased ("low in iron") and vitamin d decreased ("low in vitamin d"), 1 month 3 days after insertion of essure. The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, weight loss poor, headache, blood iron decreased, vitamin d decreased, sinus headache, thyroid disorder, feeling abnormal, fatigue, alopecia, arthralgia and urticaria was resolving. The reporter considered alopecia, arthralgia, blood iron decreased, fatigue, feeling abnormal, genital haemorrhage, headache, pelvic pain, sinus headache, thyroid disorder, urticaria, vitamin d decreased, weight increased and weight loss poor to be related to essure. The reporter commented: she reported that was getting better, and that had contacted a doctor, nurse ou pharmacist because of the reactions. Furthermore she commented that was not admitted to hospital. Batch no he011f2, production date 2015-11-09, expiration date 2018-11-28 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (batch no. Ess305,he011f2) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding"), weight loss poor ("cannot loose weight"), headache ("headaches"), sinus headache ("sinus and consistent bad headaches"), thyroid disorder ("thyroid been out of control"), feeling abnormal ("brain fog"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joint pain") and urticaria ("hives") and was found to have weight increased ("weight gain"), blood iron decreased ("low in iron") and vitamin d decreased ("low in vitamin d"), 1 month 3 days after insertion of essure. The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, weight loss poor, headache, blood iron decreased, vitamin d decreased, sinus headache, thyroid disorder, feeling abnormal, fatigue, alopecia, arthralgia and urticaria was resolving. The reporter considered alopecia, arthralgia, blood iron decreased, fatigue, feeling abnormal, genital haemorrhage, headache, pelvic pain, sinus headache, thyroid disorder, urticaria, vitamin d decreased, weight increased and weight loss poor to be related to essure. The reporter commented: she reported that was getting better, and that had contacted a doctor, nurse ou pharmacist because of the reactions. Furthermore she commented that was not admitted to hospital. Most recent follow-up information incorporated above includes: on 10-jun-2020: reporter added, lot number added, mir and EU ca tabs updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ localised pain') in a 44-year-old female patient who had essure (batch no. He011f2) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding/ heavy, abnormal bleeding"), weight loss poor ("cannot loose weight"), headache ("headaches"), sinus headache ("sinus and consistent bad headaches"), thyroid disorder ("thyroid been out of control"), feeling abnormal ("brain fog"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joint pain") and urticaria ("hives") and was found to have weight increased ("weight gain"), blood iron decreased ("low in iron") and vitamin d decreased ("low in vitamin d"), 1 month 3 days after insertion of essure. On an unknown date, the patient experienced mental disorder ("psychological/psychiatric problems "). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, weight increased and mental disorder had resolved and the weight loss poor, headache, blood iron decreased, vitamin d decreased, sinus headache, thyroid disorder, feeling abnormal, fatigue, alopecia, arthralgia and urticaria was resolving. The reporter considered alopecia, arthralgia, blood iron decreased, fatigue, feeling abnormal, genital haemorrhage, headache, mental disorder, pelvic pain, sinus headache, thyroid disorder, urticaria, vitamin d decreased, weight increased and weight loss poor to be related to essure. The reporter commented: she reported that was getting better, and that had contacted a doctor, nurse ou pharmacist because of the reactions. Furthermore she commented that was not admitted to hospital. Batch no: he011f2, production date: 2015-11-09, expiration date: 2018-11-28 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: the event term irregular bleeding was changed to irregular bleeding/ heavy, abnormal bleeding and outcome was updated to recovered.the event term pelvic pain was changed to pelvic pain/ localised pain and outcome was updated to recovered. Salpingectomy was added as treatment. New event psychological/psychiatric problems was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 19-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pains") in a 44 year-old female patient who had essure inserted (lot no. (B)(6)) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of lower abdominal pain in 1995 and endometriosis and multigravida. Previously administered products included: mirena. Concurrent conditions were listed as fibromyalgia, epigastric pain, abdominal pain and loose stools. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 32 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("irregular bleeding/ heavy, abnormal bleeding"), weight loss poor ("cannot loose weight"), headache ("headaches"), sinus headache ("sinus and consistent bad headaches"), thyroid disorder ("thyroid been out of control"), brain fog ("brain fog"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joint pain") and urticaria ("hives") and was found to have weight increased ("weight gain"), blood iron decreased ("low in iron") and vitamin d decreased ("low in vitamin d"). Essure was removed on (B)(6) 2018. On unknown date she experienced mental disorder ("psychological/psychiatric problems "), hypersensitivity (" allergic or hypersensitivity reaction") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy salpingectomy). At the time of the report, the weight loss poor, headache, blood iron decreased, vitamin d decreased, sinus headache, thyroid disorder, brain fog, fatigue, alopecia, arthralgia and urticaria were resolving and the pelvic pain, genital haemorrhage, weight increased and mental disorder had resolved. The outcomes for hypersensitivity and dyspareunia were unknown. The reporter considered alopecia, arthralgia, blood iron decreased, brain fog, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, mental disorder, pelvic pain, sinus headache, thyroid disorder, urticaria, vitamin d decreased, weight increased and weight loss poor to be related to essure administration. The reporter commented: she reported that was getting better, and that had contacted a doctor, nurse ou pharmacist because of the reactions. Furthermore she commented that was not admitted to hospital. (B)(6) 2018: specimen - right and left fallopian tubes. Macroscopy: two fimbriated fallopian tubes. The first fallopian tube measures 60 mm long x 6 mm in diameter. The second fallopian tube measures 58 mm long x 5 mm in diameter. Each tube contains a wire along its length. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2017: showed a normal looking cavity, both ostia were visualized and micro inserts were inserted at the end of the procedure. 5 were seen the left and 4 coils were visible on the right [pregnancy test] on (B)(6) 2017: negative batch no (B)(6) production date 2015-11-09 expiration date 2018-11-28. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 19-jan-2024: medical record received. New events dyspareunia & allergic reaction added. Medical history added. Reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 15-feb-2019. The most recent information was received on 31-jul-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pains") in a 44-year-old female patient who had essure inserted (lot no. He011f2) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of lower abdominal pain in 1995 and spontaneous abortion, suprapubic pain, endometriosis and multigravida. Previously administered products included: mirena and copper iud. Concurrent conditions were listed as fibromyalgia, tenderness epigastric, pelvic pain female, abdominal pain, early menopause, hot flushes, irritable mood, sweating, dysuria, uti, anxiety, vaginal itching, vaginal discharge, early menopause, polymenorrhoea, uterine tenderness, pelvic discomfort, depression, fibromyalgia, epigastric pain, abdominal pain and loose stools. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 32 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("irregular bleeding/ heavy, abnormal bleeding"), weight loss poor ("cannot loose weight"), headache ("headaches"), sinus headache ("sinus and consistent bad headaches"), thyroid disorder ("thyroid been out of control"), brain fog ("brain fog"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joint pain") and urticaria ("hives") and was found to have weight increased ("weight gain"), blood iron decreased ("low in iron") and vitamin d decreased ("low in vitamin d"). On unknown date she experienced mental disorder ("psychological/psychiatric problems "), hypersensitivity ("allergic or hypersensitivity reaction") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018 at the time of the report, the weight loss poor, headache, blood iron decreased, vitamin d decreased, sinus headache, thyroid disorder, brain fog, fatigue, alopecia, arthralgia and urticaria were resolving and the pelvic pain, genital haemorrhage, weight increased and mental disorder had resolved. The outcomes for hypersensitivity and dyspareunia were unknown. The reporter considered alopecia, arthralgia, blood iron decreased, brain fog, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, mental disorder, pelvic pain, sinus headache, thyroid disorder, urticaria, vitamin d decreased, weight increased and weight loss poor to be related to essure administration. The reporter commented: she reported that was getting better, and that had contacted a doctor, nurse ou pharmacist because of the reactions. Furthermore, she commented that was not admitted to hospital. (B)(6) 2018: specimen - right and left fallopian tubes. Macroscopy: two fimbriated fallopian tubes. The first fallopian tube measures 60 mm long x 6 mm in diameter. The second fallopian tube measures 58 mm long x 5 mm in diameter. Each tube contains a wire along its length. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2017: showed a normal looking cavity, both ostia were visualized and micro inserts were inserted at the end of the procedure. 5 were seen the left and 4 coils were visible on the right [pathology test] on (B)(6) 2019: both tubes were removed completely and contained the wire of the essure [pregnancy test] on (B)(6) 2017: negative [ultrasound scan] on (B)(6) 2011: - intermenstrual bleeding for the last 2 months normal sized anteverted uterus both ovaries are of normal appearance no cause for bleeding seen at today's scan; (date unknown): batch no he011f2 production date 2015-11-09 expiration date 2018-11-28. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 31-jul-2024: medical record received. Pathology test added. Medical history, concomitant conditions were added. New reporters are added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.